Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the patient. The caller was sent healthcare professional (hcp) listings and it was recommended that the patient see an hcp to address the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. The patient experienced a loss of therapy and a loss of stimulation. The batteries died over a year ago and finally in december, 2016 the patient got it replaced. No further complications were reported/are anticipated.